Manufacturer narrative:
Initiating physician information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12039. It was reported ((B)(6)) the patient experienced ineffective stimulation from one of the leads due to low impedances. X-rays revealed the lead had partially pulled out of the ins header. To address the issue, the physician is planning surgical intervention.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-12039.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12039. Follow up information identified the patient underwent surgical intervention on (B)(6) 2019 where it appeared there may have been a slight pull out of a lead. The physician explanted and replaced the ins, and the old lead was connected to the new ins. No impedance issues were noted intraoperatively. Postoperatively, impedances were still unremarkable and effective therapy was restored.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12039.